Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing the stomach on a laparoscopic gastric bypass, incomplete staple line on distal part was noted. Oversewing was done to fix the staple line. Another reload was used to complete the case.